Event description:
It was reported that the patient was having increase charging burden with the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be send back due to hospital policy.